Event description:
Reportedly, both bags tore on the bottom. Opened a different lot and continued. No other information provided. Sex: female. Procedure: unknown.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.